Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found part of the black rod insulation was damaged and missing. The missing insulation was not returned. The investigation found damages to the rod insulation. The insulation was scraped off. The damage to the rod insulation likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thyroidectomy procedure, the black coating on the shaft was found to be peeled off about 2 hours after the operation started, so the device was replaced with a new one. There was no possibility that the coating had fallen into the patient body. There was no patient injury.